Event description:
This event was reported as "structural valve deterioration", calcification and "tears". No further info provided.

Manufacturer narrative:
Examination of the valve in co's laboratory revealed calcification within each cusp which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Host tissue overgrowth encroached onto each cusp and fused the attachment site between the right and left-coronary cusp, contributing to stenosis of the valve. X-ray analysis revealed wall, belly and free margin of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. H6: 86 = x-ray analysis.